Event description:
The customer reported via phone call that the insulin pump alarmed button error. While inputting their carbohydrates the numbers on the insulin pump started to scroll. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 14 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.